Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer identified that the solenoid link pin on smart half height drawer 1,2 was broken. The solenoid pin assembly was removed and replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer was failed and required maintenance. The customer reported that a reboot and recovery were performed but were unsuccessful. A power cycle of the station (unplugging and reconnecting the power cable) was attempted, but the issue persisted. The back cover was opened for inspection, yet the issue still remained unresolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.